Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was on continuous infusion. A bolus from the syringe was then programmed into pump. At completion, the syringe pump module turned off without alarm or warning. There was patient involvement but no harm. According to the customer's investigation, the issue was unable to be duplicated.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the patient was on continuous infusion. A bolus from the syringe was then programmed into pump. At completion, the syringe pump module turned off without alarm or warning. There was patient involvement but no harm. According to the customer's investigation, the issue was unable to be duplicated.